Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive and moisture was present. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: during investigation, evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump powered up to a blank screen upon start up. The alleged tactile changes issue was unable to be adequately investigated. The keypad was removed, and no contamination or damage was found to the button contacts. The pump cover was removed, and further moisture corrosion was found to the power printed circuit board, and to the display circuit and to the keypad flex/connector.